Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact called to report a fluid leak that occurred after cancelling treatment. The contact stated they were not able to drain and after speaking to the nurse it was determined that the patient was constipated so the nurse advised them to cancel treatment. After removing the cassette, the patient contact stated fluid leaked out of the cycler and the back of the cassette was wet. The source of the leak was unknown. In a follow up the patient contact verified the event and said there was no harm, intervention or adverse event due to the fluid leak. In a follow up with the patient's pd nurse it was clarified that the patient was not constipated and the alarms were associated with the leak. The cycler dried out overnight and has been used since with no further issues.